Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons sometimes had to be hit 2-3 times to activate. The insulin pump sometimes reject brand new batteries, random no delivery alarms on occasion requiring customer to had to change entire set to clear alarm, rewind was slower than in the past. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.